Event description:
It was reported during a procedure to achieve hemostasis the tip of the injection gold probe catheter detached. The physician retrieved the tip. The physician used another catheter to finish the procedure. No injury was reported to the pt. The device was returned an evaluation and was retained by this MFR. The device met drawing specifications on all accounts. The tip was returned separated from the device. Co is unable to determine the failure mode of this device because no abnormalities were found with the device. Co believes user technique, and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.